Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista. It was stated the screw was missing from main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screw from main tube could lead to fall of the device and as a result of that, could lead to serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. The correction of h4 manufacture date deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2017-04-19. Corrected h4 manufacture date: 2017-06-21. Getinge became aware of an issue with one of surgical lights ¿ volista access. It was stated the screw was missing from main tube. There was no injury reported, however, we decided to report the issue in abundance of caution as missing screw from main tube could lead to fall of the device and as a result of that, could lead to serious injury. The device has been repaired and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. The volista access installation manual 01784en03 indicates to tight at the recommended torque during the installation. The volista access user manual 01781en04 indicates to check the stability of the device and to replace the screws every 6 years. The probable causes of the rupture of the screw may be an initial incorrect tightening during installation or a lack of maintenance. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.